Manufacturer narrative:
Evaluation results and conclusion: (deformation). (Lesion morphology). An 85% stenosis and severe calcification. (B)(4).

Event description:
The physician was attempting to deploy 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 85% stenosis but the device could not cross the lesion. The stent was removed and operation was not completed. On return to manufacturing facility it was noted that the device was deformed. Evaluation summary: the 1st eight proximal stent segments were intact. The remaining segments were stretched and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).